Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint. Eval results: eval of the returned product shows that when tested with new batteries, the alarm powers on, but there's no alarm tone. The battery contacts and the rj-11 pins show corrosion. The unit battery door is missing and the liquid label shows evidence of moisture. Note: posey instructions for use has a warning statement: posey recommends the use of alkaline batteries in the alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage (corrosion) resulting in damage to the alarm unit. The posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. (B)(4).

Event description:
Customer reported that the reason for the return of the product was not specified. There was no pt incident or injury reported.